Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he was sitting on a roller stool and fell backwards. The patient stated that he felt ¿all this electricity hit my body¿ and that was the last time it gave stimulation. The patient was unable to connect with the implant. Troubleshooting directed them to follow-up with the healthcare provider to check the implant and leads. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was sitting in a wheeled stool and the next thing they knew, they were on their back. When asked about the resolution of the event, the patient responded with "god knows". No further complications were reported.